Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed e7 (electronic error) during basal delivery. The patient changed the battery and battery cover, but the device still displayed e7. The check button on the device was found to be non-functional. The patient's blood glucose level at the time the device displayed e7 was 15.4 mmol/l (331.2 mg/dl). The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Too low voltage for the hall sensors triggers e7156. Causes for this permanent (pump cannot be put into operation again) or transient (normal operation after changing the battery) failure are defective backlight driver or insufficient supply. The functionality of the buttons was tested successfully and complies with the product specification.